Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate control high was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k073231.

Manufacturer narrative:
Follow-up # 1 (08/29/2011)-device evaluation: the test strips and control solution involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011, the test strips involved in this case failed testing. On performance testing with control solution, the results were found to fall above the labeled range. Therefore, the complaint is confirmed. On (B)(6), 2011, the control solution was tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.